Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. The following recharger failure occurred: tel-n mode verified. Failed final functional test at "verify 1 byte payload". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they got an error message that they couldn't recall and the implant was taking longer to charge. The issue began probably a couple of days ago. Implant only charged as high as 70%. During the call there were no damages on the recharger, controller charging port, and battery compartment. Patient plugged the recharger and got excellent. Controller was at 100% and implant was at 90%. Patient got poor recharging quality then got excellent again. The error message that patient mentioned was the poor recharging quality message. Agent reviewed information and best charging practices. Agent advised patient to call back if the issue persisted. The patient called back and repeated information from this case noting they saw the system problem: cannot continue: call medtronic: rm03 message and noted the recharger would get very hot to the touch when recharging the implantable neurostimulator (ins). A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.